Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25 mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient reportedly had no prior medical history of right bundle branch block (rbbb), left bundle branch block (lbbb), atrioventricular block, or any other pre-existing medical condition. The patient presented with baseline sinus rhythm prior to the procedure. The length of the membranous septum was reported as 3.5 mm. Pre-procedural measurements included a diameter of the sinus of valsalva of 30.1 mm (left), 27.0 mm (right), and 30.4 mm (non-coronary). The height of the sinus of valsalva was reported as 19.0 mm (left) and 21.2 mm (right). The effective orifice area was reported as 3.51 cm². The annular perimeter measured 67.8 mm, and the ascending aorta diameter was 34.8 mm. No calcification was confirmed from the annulus through the subvalvular region to the left ventricular outflow tract (lvot). While in the cusp overlap view (cov), it was reported that the inflow edge of the constrained valve within the capsule was positioned at the base of the aortic annulus, and the pigtail position was confirmed to be at the bottom of the non-coronary cusp (ncc). The final placement depth of the navitor valve was reported as 4 mm on the ncc and 6 mm on the left coronary cusp (lcc). Complete atrioventricular block (cavb) was noted during placement of the valve. A temporary pacemaker was implanted via the patient¿s neck, after which the patient was returned to the room. It was reported that a micra leadless pacemaker was implanted on (B)(6) 2026. It was reported that there was no clinically significant delay in procedure and no initial or prolonged hospitalization due to the event. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable. No additional information was provided.